Event description:
It was reported by the sales rep that the device was used during a hand-assisted nephrectomy. It was reported that the disk tore during use. A second device was opened and the procedure was completed without consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.